Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b04045 and h13d16086 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 5 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was treated with unspecified antibiotics for the event. The patient was later discharged from the hospital. Treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available at this time.